Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) left side'), uterine perforation ('perforation (uterus), malposition of essure device: uterus, migration of essure device: uterus, other injuries: both coils moved, perforated or disappeared / other injury (ies) or complication(s) - please describe: both coils moved, perforated') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, fibroids, adenomyosis, heavy periods, bacterial vaginosis, urinary incontinence, yeast infection, feeling sad, irritable, pelvic pain and carpal tunnel release. Concomitant products included alprazolam since 2016, ibuprofen, lamotrigine since 2016 and venlafaxine hydrochloride (effexor) since 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("vaginal infection: chronic vaginitis"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)"), pain ("pain extreme") and pain in extremity ("pinching, leg pain"). In 2014, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In 2015, the patient experienced hypoaesthesia ("neurological conditions or problems: numbness in hands and feet"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems: depression"), abdominal distension ("weight gain / loss (specify which one) bloating"), weight fluctuation ("weight gain / loss (specify which one) weight fluctuation") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, vaginal infection, cystitis, female sexual dysfunction, anxiety, depression, migraine, nausea, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, pain, pain in extremity and weight fluctuation outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache and abdominal pain had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were placed correctly. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, depression, pain in extremity, dyspareunia, fatigue, weight fluctuation, abdominal distension, headache, menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events added: perforation (fallopian tube) left side. Event onset date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("perforation (uterus), malposition of essure device: uterus, migration of essure device: uterus, other injuries: both coils moved, perforated or disappeared / other injury (ies) or complication(s) - please describe: both coils moved, perforated") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, fibroids, adenomyosis, heavy periods, bacterial vaginosis, urinary incontinence, yeast infection, feeling sad, irritable and pelvic pain. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginitis ("infection: chronic vaginitis"), cystitis ("bladder infection"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("neurological conditions or problems: numbness in hands and feet"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pain ("pain and extreme"), pain in extremity ("pinching, leg pain "), abdominal distension ("weight gain / loss (specify which one) bloating"), weight fluctuation ("weight gain / loss (specify which one) weight fluctuation") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, vulvovaginitis, cystitis, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, nausea, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, pain, pain in extremity and weight fluctuation outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache and abdominal pain had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were placed correctly. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety, depression, pain in extremity, dyspareunia, fatigue, weight fluctuation, abdominal distension, headache, menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 3-may-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),infection: chronic vaginitis, bladder and vaginal infections, apareunia (inability to have sexual intercourse), psychological or psychiatric problems: anxiety, depression, migraines / headaches, nausea, neurological conditions or problems: numbness in hands and feet, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, perforation (uterus), malposition of essure device: uterus, migration of essure device: uterus, other injuries: both coils moved, perforated or disappeared, pain and extreme, pinching, leg pain, weight fluctuation, bloating, abdominal pain. Medical history, lab data, concomitant drug, reporter information, aka name were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.